Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that interaction with the heavily calcified and heavily tortuous lesion contributed to the reported failure to advance. Analysis of the returned device confirmed the crossing profile met specifications. In addition, the analysis observed bends and kinks on the hypotube. It is likely that the manipulation of the device, when resistance was met, contributed to the damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left anterior descending coronary artery. The 2.8x19mm graftmaster covered stent was used to treat a coronary perforation; however, it failed to cross due to anatomy. The perforation was sealed with another graftmaster that was able to cross. There were no adverse patient sequela and no clinically significant delay in the procedure.